Event description:
The reporter e-mailed correlation data. When comparing the device results to the lab, discrepant results were found. The reported device results/lab inr reported were: see scanned table. No other information was provided.